Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00182, 3005168196-2018-00183, the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance three different smart coils through the microcatheter, and therefore the smart coils were removed. The procedure was then completed using the same microcatheter and additional smart coils. There was no report of an adverse effect to the patient.